Manufacturer narrative:
The event is classified as adverse event and product malfunction. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Required intervention selected as the device was explanted. Brand name, common device name and product code changed based on the part number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The devices were removed easily without additional medical intervention; the procedure was completed successfully.

Event description:
Complaint handling unit received a user facility medwatch (B)(4) via standard mail on (B)(4) 2014. Only corrected and additional information will be provided. This is report 3 of 3 for complaint (B)(4).